Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 73-74 mg/dl, and the meter bg reading was 19 mg/dl. Subsequently, the customer experienced a seizure during customer's hospitalization. Customer was treated with glucose administered intravenously. Customer was released from the hospital on (B)(6) 2022. Customer did not sustain any permanent damage. A root cause could not be determined. A replacement sensor was sent to the customer. Recommendation was made to contact customer technical support for all issues.